Event description:
Easy clip staple was broken. A new surgery was required.

Manufacturer narrative:
Tech discussion with the surgeon determined the implant breakage was due to pt non compliance. The root cause of the event is pt related. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.